Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B42242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia postoperative, ovarian bleeding, intra-abdominal bleeding, dysfunctional uterine bleeding, pelvic pain female, paratubal cyst, chronic cervicitis and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: number of coils remaining out on the: right side 3, left side 4 coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc(product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B42242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia postoperative, ovarian bleeding, intra-abdominal bleeding, dysfunctional uterine bleeding, pelvic pain female, paratubal cyst, chronic cervicitis and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals and dysfunctional uterine bleeding outcome was unknown. The reporter considered allergy to metals, dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: number of coils remaining out on the: right side 3, left side 4 coil. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.